Event description:
During a visit by the patient's daughter, it was reported that the kinair medsurg side rail allegedly collapsed and landed on the daughter's right, great toe when she was trying to manipulate it into the down position. The patient's daughter stated that she experienced pain, but was not seriously injured from the alleged event. According to the patient's daughter, the toe was x-rayed and no broken bones were found. The patient's daughter stated that the toe was red on (B) (6) 2009. On (B) (6) 2009, the patient's daughter stated that the toe was only slightly bruised and that she was no longer experiencing pain. The patient's daughter stated further that her toe was fine as of (B) (6) 2009.

Manufacturer narrative:
The bed was returned to the kci service center on 2/10/09. Evaluation of the side rail concluded that the locking mechanism for raising and lowering the side rail failed. The side rail did not break off of the frame. According to kci quality engineering, the bed when in its lowest position with the side rail in the lowest position; there is still a 4 1/2" clearance with the floor. The bed was tested per quality control procedures on 2/4/09 prior to delivery to hospital and met specifications including function of side rails.